Event description:
It was reported that this was a spinal posterior fusion for opll on (B)(6) 2025. When the screw was attached in the verse driver, the screw came off from the shaft while still attached to the handle. As the screw and handle could not be removed, a new screw was attached to a spare screwdriver. The surgery was completed successfully without any surgical delay. After surgery, the handle and screw were removed using american pliers. When the screw was attached, it was possible that the threads of the handle had been damaged because it had been tightened with excessive force, but the exact reason why it could not be removed was unknown. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu118686 was released in one batch. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 12 may 2017 with no discrepancies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.